Event description:
The customer reported that their acuity system was not running. Troubleshooting with welch allyn technical support restarted the system, but the system locked up again a short time later. The result is that the customer lost the ability to monitor some pts from a central location. There was no pt harm as a result. The customer did not provide any pt identifiers.

Manufacturer narrative:
Hard disk drive. MFR's eval summary: the device is an installed centralized pt monitoring system that utilizes a sun micro-systems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes and displays pt vital signs data from multiple bedside multifunctional pt monitoring devices through either wired or wireless connections. Testing of the suspect device confirmed the complaint and identified a failure of the hard disk drive within the cpu (central processing unit). The hard disk drive is a commercial off-the-shelf component and is not a repairable item. Welch allyn factory service installed a new disk drive in the cpu to restore normal operation. Welch allyn factory service repaired and tested the device and returned it to the customer.